Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The patient also experienced cardiac arrest and needed CPR. The patient died. There was a drop in blood pressure on the patient. The medical team got transseptal access for one of the sheaths but the doctor was trying to get the qdot micro¿ catheter through the same transseptal access. The doctor added more force but could not get the qdot micro¿ catheter transseptal, causing an effusion. The effusion was also discovered on ice (intracardiac echocardiography) and flouro. The sound tech also saw the pericardial effusion. The medical intervention provided was a pericardiocentesis and the blood was put back into the body. CPR was also administered to the patient. The patient's heart stopped and the patient died. The physician's opinion on the cause of this adverse event was the procedure. The physician stated that the death was resulted from pericardial effusion during transseptal phase. A transseptal puncture was performed. It was used with a baylis transeptal. No ablation was performed prior to noting the pericardial effusion. The vizigo was not used for transseptal puncture. A baylis was used for the initial transseptal puncture.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).